Event description:
The manufacturer received information alleging a trilogy ev300 ventilator displayed a service required error. A field service engineer was sent to the customer site for evaluation of the ventilator. The device¿s main board and machine flow sensor were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator displayed a service required error. A field service engineer was sent to the customer site for evaluation of the ventilator. The device¿s main board and machine flow sensor were replaced to address the issue. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, the flow sensor was found to be contaminated. The device's flow sensor and main board were replaced to address the service vent issues.